Manufacturer narrative:
On (B)(6) 2018 complainant part is expected to be returned for review/investigation, but has yet to be completed. A follow up report will be filed once the product has been evaluated.

Event description:
The inserter did not release.

Manufacturer narrative:
This report is being filed as a follow-up report to MDR#3006340236-2018-00006. The device history record for the subject device was reviewed and all product was found to be conforming upon initial release. The malfunction of the subject device was confirmed when the device was evaluated. The actual source of the damage could not be confirmed; however, the subject device was conforming upon release to the field, and returned undersized from print specifications. Engineering technical review noted the most likely cause to be the repeated disassembly and reassembly of the subject device during cleaning. The review noted this type of regular wear the most likely cause for the damage. The malfunction did not have an impact on the case completion as there are multiple inserters provided in each tc instruments set. Summary of changes from initial report 2/22/18: actual subject device evaluation: lot number: y160827. No implant or explant date as the subject device is not an implant. Event problem and evaluation code changes, due to subject device evaluation.

Event description:
It was reported that the subject device would not smoothly release the implant.

Manufacturer narrative:
This report is being filed as a follow-up report to MDR#3006340236-2018-00006. The device history record for the subject device was reviewed and all product was found to be conforming upon initial release. The malfunction of the subject device was confirmed when the device was evaluated. The actual source of the damage could not be confirmed; however, the subject device was conforming upon release to the field, and returned undersized from print specifications. Engineering technical review noted the most likely cause to be the repeated disassembly and reassembly of the subject device during cleaning. The review noted this type of regular wear the most likely cause for the damage. The malfunction did not have an impact on the case completion as there are multiple inserters provided in each tc instruments set. Summary of changes from initial report 2/22/18: actual subject device evaluation: lot number: y160827. No implant or explant date as the subject device is not an implant. Event problem and evaluation code changes, due to subject device evaluation.

Event description:
It was reported that the subject device would not smoothly release the implant.